Manufacturer narrative:
The bme worked with the rse. The bme evaluation of the device found the device needs a measurement module. A measurement module was ordered for the bme to install. No further actions are required. Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and site biomedical engineer (bme) personnel and has been investigated by the philips complaint handling team. Philips received a complaint about the efficia dfm100 indicating electrocardiogram (ECG) is malfunctioning. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.